Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the 34-year-old black or african american patient experienced bilateral capsular contracture; baker grade IV. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is related to the (B)(6) study. It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 550cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade iii. The left sided device was explanted and replaced on (B)(6) 2018 with catalog number 3505504bc and serial number (B)(4). The right sided device was explanted and replaced on (B)(6) 2019 with catalog number 3505504bc and serial number (B)(4). This report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 15, 2023, information was re-reviewed in imedi data which indicated that on (B)(6) 2018 only secondary procedure was performed for the left side. No secondary procedure was performed on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that manufacturer reference numbers 1645337-2019-14388 and 1645337-2019-21420 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. On (B)(6) 2019, mentor became aware that incorrect mre statement was inadvertently submitted under previous submission. The correct statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).